Event description:
It was reported to philips that the device turns off when charging up. Also, it turns off during operational check when charge button pressed . There are no error messages. There was no reported adverse patient involvement.